Event description:
A customer contacted baxter's global technical service center to report a low drain volume (ldv) alarm on the homechoice (hc) during the initial drain. The homepatient (hp) found some "foamy" bubbles in the patient line. The technical service representative recommended ending therapy and contacting the nurse in the morning. Follow up with the nurse stated that the patient never contacted the clinic regarding this event. The nurse further stated that the patient was transferred to hemodialysis.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient reported white foamy bubbles in the patient line which are likely fibrin. Fibrin (fibrous protein) production is dependent on the patient and can cause tubing blockage. Per the complaint information the most likely cause of the low drain volume alarm is fibrin in the patient line. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.